Manufacturer narrative:
Investigation conclusion: the customer reported that allegedly the two pcu modules will not turn on was confirmed. All keys functioned as expected with the exception of the power on button on both received keypads. Device inspection: external and internal inspection was performed on (p/n tc10012515). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer for (p/n tc10012515). Root cause analysis: the proximate cause of the customer¿s experience with two pcu¿s not turning on is suspected to be associated to crack damage and keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 27sep2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 30oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that allegedly the two pcu modules will not turn on, and therefore, assy front case keypad will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the two pcu modules will not turn on, and therefore, assy front case keypad will be replaced. There was no reported patient involvement.